Manufacturer narrative:
(B)(4). The field support engineer (fse) verified the malfunction. The fse replaced the graphical user interface (gui) printed circuit board (pcb). The ventilator then passed all performed performance testing.

Event description:
It was reported that the ventilator had an erratic display. There is no reported patient involvement associated with this event.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.